Manufacturer narrative:
The device was not returned to olympus for evaluation it was serviced by a field service engineer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by a field service engineer that the insufflator had various alarms. The issue occurred during a repair on customer site. There were no reports of patient harm.